Event description:
The customer reported that they had no volume at their main desk. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that they had no volume at their main desk. No pt harm was reported. Based on the available info, the customer was going to look for the power or cable, which might have been unplugged from the remote audio. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.